Event description:
PICC line inserted 8/25/95 for long term IV access. At the time of insertion a small hole was noted near the hub & it was replaced with a vygon repair hub. On 9/1/95 when the rn was to attach piggyback medication, she noted the hub of the catheter was present with no PICC line attached to it. A CT scan viewed the PICC catheter in the right ventricle with a loop in the pulmonary artery. Pt required open heart surgery to remove the PICC line from the ventricle of his heart.